Event description:
It was reported that the customer experienced an elevated blood glucose level of above 500 mg/dl. Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit where bg was treated intravenously with unspecified fluids and manual insulin injection. The customer was discharged on (B)(6) 2026 with no permanent damage. Reportedly, the customer observed air bubbles within the canister. Reportedly, the customer was disconnecting at the t:lock. Tandem technical support educated customer that disconnecting at t:lock may introduce air into the line. Customer performed a supply change to address the issue.